Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a normal battery depletion replacement procedure, the physician encountered difficulty loosening the set screws on this pacemaker. During manipulation the header broke. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
It was reported that during a normal battery depletion replacement procedure, the physician encountered difficulty loosening the set screws on this pacemaker. During manipulation the header broke. No adverse patient effects were reported.